Event description:
It was reported that a user contacted support after announcing and experiencing a high blood glucose while using an ilet system; they were informed the pump would correct post-announcement, and the call ended without further assessment. Symptoms included hyperglycemia with a reported glucose of 280 mg/dl. Outcomes included no reported injury, no hospitalization, and no alerts or alarms. Investigation included a troubleshooting and education review conducted during the call. Investigation of this case revealed no device malfunction and no device component issue identified due to limited information from the user. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.